Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h2: correction block b5 and h6 have been updated. Block h6: imdrf device code a150208 captures the reportable event of entrapment of device.

Event description:
It was reported to boston scientific corporation that a clip was used during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the clip got stuck in the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150208 captures the reportable event of entrapment of device.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, a clip that was stuck in scope from the previous procedure came out. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable no further information has been obtained despite good faith efforts.